Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and an issue of air flow back into the side port of the sheath occurred. During the case, after transseptal puncture and mapping of the right ventricle and left ventricle, the physician reported bubbles in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The physician performed maneuver to eliminate bubbles by aspiration. No medical intervention was required as no air entered the patient. Device evaluation details: the complaint product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that no damage was observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The returned sample was connected to a syringe with water and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal action related to the reported complaint were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the IFU: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-nov-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. In addition, the manufactured date has been provided. Therefore, fields h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and an issue of air flow back into the side port of the sheath occurred. During the case, after transseptal puncture and mapping of the right ventricle and left ventricle, the physician reported bubbles in the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The physician performed maneuver to eliminate bubbles by aspiration. No medical intervention was required as no air entered the patient. The physician used one sheath for 2 catheter, he changed the pentaray catheter with a thermocool® smart touch® sf (stsf) catheter. It¿s a regular approach, when using one sheath. The patient was fully sedated with anesthesia. The physician observed no effects on patient, also response to the sedation. The surgery was delayed 10 minutes due to the reported event. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced and the procedure successfully completed. The patient has not exhibited any neurological symptoms since the procedure was completed. Information received indicated the patient is well, the first day after the procedure; no anomalies.